Event description:
During a surgical procedure, metal flaking was found in the patient's bladder when using this cystourethroscope sheath. It is unknown if the flaking was removed from the patient. The status of the patient is unknown at this time.

Manufacturer narrative:
The tube is bent in the left-ward direction and contains scratches and scrapes on the interior of the tube, with heavy concentrations on the bottom proximal end and top right distal end. Likely cause was the insertion of mating instruments (i.e.; scope(s)) and because the tube was bent in the left-ward direction caused metal flakes to be shaved off from the inside of the sheath and into the patient." Normal wear and tear due to the age of the instrument, date code, 1995.